Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator would display an "ac power disconnected" alarm and switch to battery power. There was no harm or injury reported. The customer reported there was a bad contact in the ac power cord. The device¿s ac power cord was replaced to address the issue.